Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized and due to high blood glucose on (B)(6) 2018 and also had motor error alarm. The customer¿s blood glucose was above 600 mg/dl and 150 mg/dl. The customer reported that they received a motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the drive support cap was normal. The customer declined troubleshooting for high blood glucose. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test and unexpected restart error test. Device received with broken off reservoir tube lip and missing reservoir tube lip o-ring. Unable to perform displacement test, occlusion test, basic occlusion test and dat test and p-cap / reservoir will not lock properly due to broken off reservoir tube lip. Unable to prime unit during prime test due to slightly loose drive support disk. Unable to perform excessive no delivery test or verify motor error alarms due to prime anomaly. The motor was tested outside the device and passed. Device received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window and battery tube threads. Device received with minor scratched lcd window and case. Device received with broken belt clip slot. Device received with stained end cap sticker and back address / serial number label.